Event description:
Additional information stated that a CT scan had been performed and found the ¿lead was migrated.¿ it was reported the patient was ¿rigid¿ and had an ¿unstable gait¿ at the time of follow-up.

Event description:
It was reported the patient was ¿not having good stimulation¿ and had fallen down. It was stated the patient¿s physician wanted to do an MRI to determine if the device had moved. It was noted that impedance testing found the ¿impedances were all ok.¿ additional information has been requested; a supplemental report will be filed if additional information is received. Please see manufacturer report #3007566237-2014-01921 for information regarding the patient's other implanted device system.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# v902325, implanted: (B)(6) 2012, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# v902325, implanted: (B)(6) 2012, product type: lead. (B)(4). The manufacturing site ID had changed and the correct site ID is 3004209178.

Event description:
Additional information received reported there was a couple of higher impedance ~3,000 ohms but it was not reported as high or out of range. There was a migrated lead-right brain. They were notified 2 months prior to report. An MRI was going to be performed for mapping of the brain for a lead revision that was to be done the following week. The revision surgery would be on (B)(6) 2014.

Event description:
Additional information reported the patient's implant was scheduled to be revised on (B)(6) 2014.

Event description:
Additional information reported the patient's revision surgery was scheduled for (B)(6) 2014.

Event description:
Additional information reported the patient underwent a CT scan and MRI and the patient's physician "noted that the lead tips were lower than the target." The physician then "used the c-arm and pulled the leads back according to planning and got them in the target area." The patient's system was not explanted or replaced, but instead remained implanted at the time of follow-up. The patient was reportedly "doing well" following the procedure."

Manufacturer narrative:
(B)(4).

Event description:
No new information was received from a health care provider (hcp).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated the revision surgery had been postponed; however the future date was unknown at the time of follow-up.